Event description:
Nidek was accidentally notified of MDR reportable adverse event. Yag capsulotomy performed on (B)(6) 2011 on yc-1300, sn (B)(4) by dr. (B)(6). Shattered iol after second burst. Surgical intervention was occurred later that day ((B)(6) 2011). (1) dr. (B)(6) irrigated shattered lens. (2) no pieces went into the vitreous. (3) no injury to bag. (4) pt doing fine and is now (B)(4).

Manufacturer narrative:
This unit was sold to another physician/clinic 12 years ago. There is no history of any servicing or calibration performed. The unit was sold to current physician without nidek knowledge. Nidek learned of unit history as a result of adverse event. There was no servicing or calibration performed after second sale. Nidek was accidentally notified of the incident and when nidek attempted to obtain specific info. Advised unit will be taken out of service. The user refused to provide any additional info. The user facility did not report this adverse event (aes) to FDA. Nidek has no verification that the unit malfunctioned nor caused such events. Nidek has no further info.